Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 400mg/dl. Supply changes were performed resolving the occlusions. Tandem technical support educated the customer in occlusions how to avoid, namely site selection, avoiding scar tissue, and clothing impact.